Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had error 315 appear. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d4-unique device identifier (UDI) #1, d8, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the scope ID is not displayed due to a broken scope ID cable. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.